Event description:
While using the nebulizer unit it failed to provide mist. Another unit caused sputtering of water out of the tip of the bottle when mist stopped, which is a safety issue around outlets.